Event description:
It was reported that at system upgrade there was a vein occlusion. A new system was implanted on opposite side of body and the right ventricular lead was capped. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.